Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r wave oversensing on current and stored electrogram (egm). Programming changes performed to reduce ffrw oversense. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported on the remote transmission that the atrial lead also had possible far-field r-wave on electrogram. The left ventricular lead was noted to have increased threshold which was high. Also noted was possible intermittent biventricular capture. The left ventricular lead remains in use.

Manufacturer narrative:
Concomitant products: 693565 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.